Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was opened to be used for an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2018. According to the complainant, during the procedure the sponge from the biopsy cap detached into the scope. It was retrieved using forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.